Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the guidewire could not be fully inserted into the left ventricular (lv) lead. A different lv lead was used to resolve the event. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The reported field event was confirmed. During analysis of the quartet lead, the guidewire insertion was restricted due to dried blood in the inner coil.